Event description:
During the procedure, when the surgeon positioned the 1st coil: deltapaq cerecyte microcoil 7 mm x 20 cm (cdf10072030/g14051) it was found that it could not be detached. The surgeon tried many times but still failed. Finally the surgeon removed the coil and changed another one (details unknown) to complete the procedure. No adverse event occurred. There were no damages noted on the coil after use. The surgeon felt a little friction when the coil was advanced into the distal part of the echelon 10 microcatheter from ev3 company (details unknown). The same detachment control box and connecting cable were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light was not seen during the case. The fault light was seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without applications of excessive force. The patient had pcom with size13mm x 8mm x 6mm.

Manufacturer narrative:
The 7mm x 20 cm deltapaq cerecyte microcoil (cdf10072030/g14051), could not be detached. The coil was removed and changed for another one (details unknown) to complete the procedure. The same detachment control box and connecting cable were used to complete the procedure. Additionally it was reported that a little friction was felt when the coil was advanced into the distal part of the echelon 10 (ev3) microcatheter. No adverse event occurred. The procedure was treatment of a 13mm x 8mm x 6mm posterior communicating artery aneurysm. A pre-deployment electrical check was performed. The deltapaq was the first coil used. After positioning, it could not be detached; many attempts were made without success. The low battery light was not seen during the case. The fault light was seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without applications of excessive force. There were no damages noted on the coil after use. The returned device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle. The dpu passed post-detachment electrical testing. The detachment fiber received heat and melted as designed. Without the identification or the return of both the detachment control box (dcb), the connecting cable, and also the echelon 10 microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. However, it was reported that the same dcb and connecting cable were successfully used with subsequent coils with no indication of any product malfunctions. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Laboratory testing could not duplicate the field complaint; there was no discrepancy found with functional testing. Additionally, no identified contributing factors are identified with review of the reported information. Therefore, conclusion can be made regarding possible root cause and no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: new coil (details unknown); echelon 10 microcatheter (details unknown).